Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the endowrist one vessel sealer instrument would not cut fully. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was placed on an in-house system, and passed recognition, engagement, cut and seal testing. Failure analysis investigation also found the instrument's grip tips had scratch marks and abrasions. There was a visible scratch on the grip tip area. Failure analysis concluded that the scratch mark and abrasion damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip tips found during failure analysis if to recur could cause or contribute to an adverse event.